Manufacturer narrative:
(B)(4).

Event description:
It was reported than no receiver audio output occurred. External visual inspection was performed and passed. Receiver charge and booting was performed and passed. Download receiver logs was performed and passed. Performed log review found no issues in the log that's related to the complaint. Receiver run functional test was performed and passed. Performed manual functional test "try it" and passed. Open receiver case for internal visual inspection was performed and passed. Speaker resistance within the specification for g6 receiver. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.